Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v526888, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the patient had felt "huge jolts" with stimulation on since implant. It was indicated (B)(6) 2015, program 2 was "shocking" the patient at 4.7. The patient's indication for use was gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.